Event description:
Manual CPR initially was applied on the pt. After approximately a short period of time autopulse was deployed. After several minutes subcutaneous emphysema was observed. The use of autopulse was continued and after approximately 20 minutes rosc was achieved. Unstable hemodynamics were observed and eventually patient did not survive. Cause of death was identified to be due to natural causes in autopsy report. Autopsy identified several fractured ribs and related complications, such as hemothorax.

Manufacturer narrative:
Engineering evaluation of the device has been conducted. There was no evidence of device malfunction. This report is submitted based on the reported injuries. However, it is important to note the following statement released from the 2005 international consensus conference on cardiopulmonary resuscitation and emergency cardiovascular care science "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative or death from cardiac arrest." The injuries found in the case are consistent with CPR. The investigation has been concluded. No follow up reports are anticipated.